Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® excluder® aaa endoprosthesis instructions for use (IFU) provides the following warning: do not change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location.] In addition, the IFU states possible defects and adverse events include: improper component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment for an abdominal aortic aneurysm with chimney technique using gore® excluder® aaa endoprosthesis (exc). During the procedure, the exc was deployed by pushing up during landing in the right common iliac artery. The final angiogram revealed coverage of the right internal iliac artery by the exc. No treatment was performed for the vascular coverage, and the procedure was concluded. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.